Event description:
It was reported that the facility continued to have ongoing issues with fluid leaking into the contamination shield on the percutaneous sheath adapters. The exact point in the procedure is after the arrow 5fr temporary bipolar pacing electrode catheter is inserted, bleeding/"serosa" drainage is noted in the contamination shield. The rn checked and tightened the touhy-borst adapter on the sheath adapter. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay or interruption in therapy. There were no reported pt complications. The clinical resource nurse stated that the md used the following products with this psi kit; (B)(4).

Manufacturer narrative:
MFR control no 35493. Sample will not be returned for eval.